Event description:
The customer reported that the system not making xrays. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep was on site and found that the system goes to 120kv at 6.3. He opened the system up and found the snubber fuse was opened. He checked the candle sticks and there were no signs of arcing. He ordered the snubber kits and was unable to resolve the correct p/n for the snubber alone. He also ordered a x-ray tube and cover. The rep installed the new snubber and tube and at first exposure at 40kv and .5ma no x-rays were emitted. He checked the snubber and it had blown. He ordered tank and more snubbers. Before installing tank, the rep replaced the snubber and slowly increased kv and ma. He ran the filament cal and also a 5min at 120kv and .2ma with no problem found in operation or log files. The operational checkout included boot, fluoro, image handling, controls and mechanicals. All were operating as intended.